Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part number# 471205-17 / lot number# k12211216-0008) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 0 lives remaining. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - bilateral surgical procedure, the fenestrated bipolar forceps instrument jaws broke and a fragment fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no issues and was working for approximately an hour with no functionality problems prior to the issue. There was no instrument collisions or other hard material during the surgical procedure. The instrument was removed from the patient prior to the breakage. The customer stated the instrument wrist was straightened, with no resistance when removing. The single fragment of the instrument was removed robotically and matched the instrument confirming all material was recovered. No additional surgical procedure or x-rays was required as the whole fragment was recovered with no patient complication. The surgeon stated it was probably the wear of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Analysis information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.19" x 0.5 was found to be broken off the yaw pulley. The broken piece was not returned with the instrument. The root cause is typically attribute to mishandling / misuse, such as excess force applied to the instrument jaws.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following fields for additional information: g3, g6, h2, h6, and h10 on (B)(6) 2022, the following additional information was obtained: engineering sent the instrument's broken grips out to an independent external analysis lab for further evaluation. It was found that the grips experienced brittle fractures. The root cause of this was determined to be the variability in the metal injection molding (mim) process. The variability can be large networks of delta ferrite areas, irregular grain growth likely during sintering process, and surface anomalies such as notches, void, lap, or crack like features contribution to crack initiation or hydrogen embrittlement. The grip mim suppliers have been made aware of the findings and are working with isi on process improvements. The root cause of the failure is attributed to manufacturing.